Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a cervical lead procedure on (B)(6) 2018 (reference MFR. Report#: 1627487-2018-08110), the physician inadvertently moved the patient's occipital lead. As a result, the physician decided to explant and replace the lead. The patient reportedly received effective therapy post-operative.